Event description:
The manufacturer received information alleging active exhalation verification pilot test step had failed on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The device was requested for return and/or evaluated; however, the customer declined to return the device and no device evaluation is possible at this time. The customer to make their own repairs to the device. No parts were replaced or repairs made by philips for this issue. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.